Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Subsequently, the customer experienced a blood glucose (bg) level of over 400mg/dl, a large ketone level identified as dangerous by healthcare provider. Nausea, and vomiting resulting in a tear in the stomach. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with phosorus, potassium, sodium, saline and insulin, and anti nausea and pain relieving medicine. Customer was given creon for the stomach tear. Reportedly, the customer was released on (B)(6) 2021 with no permanent damage. Customer adjusted the auto-off safety feature to address the issue. System check with tandem technical support confirmed the pump was functioning as intended.